Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after an unk amount of time in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Two product samples were received for eval. One sample was received inside a plastic bag without its original package; this product is not a smiths medical device. The other used product sample was confirmed to be a smiths medical manufactured device. Functional testing was performed on both returned samples and both were found to inflate and maintain pressure without leaking.